Event description:
During a ptca/stenting procedure of the lad, the quantum maverick monorail balloon ruptured at 12 atms on the second inflation. The pressure reached on the first inflation was 12 atms, the quantum maverick monorail balloon was being used to post-dilate a cypher stent. The quantum maverick monorail balloon was removed as the stent had been sufficiently post dilated. A medikit introducer sheath, a mach1 guide catheter, a neos guide wire, a cypher stent, and an encore inflation device were also used in the procedure. No patient injuries or complications were reported.